Manufacturer narrative:
Additional information: h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. The patient line leaked at the connection to the patient which resulted in a large pool of fluid on the floor. This occurred during an unspecified process set of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.